Event description:
During the implant procedure, the patient experienced bleeding when the anterior jugular vein was nicked during tunneling. Physician applied pressure and used cautery to stop the bleeding. This resolved the issue.